Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's temperature of 36c was below the target of 37c during normothermia therapy. The complainant stated that the water temperature was not warming up to get the patient to the target temperature. She stated that she put the device in manual mode set to 42c and waited 30 minutes, but the water temperature never got to 42c. She then swapped the device for (B)(4) and sent the initial device to biomed, but the issue was not resolved. Per troubleshooting with ms&s, the patient was an (B)(6) weighing (B)(6) with one universal pad in place. The flow rate was 0.5l/min, target temperature was 37c, and the patient temperature was 36.7c. The nurse was advised that for best results they should use two small universal pads; however, they did not have any in stock. The nurse was then advised to hook up a second universal pad and place under the infant to help to increase the flow rate, since the machine has to work harder if the flow rate is not adequate. Per follow up with nurse (B)(6) via phone on (B)(6) 2018, the patient had reached target temperature and completed therapy with no further issues. She stated that they did not have to add a second pad. Per follow up with biomed (B)(6) via phone on (B)(6) 2018, there was no work order open for the device and he did not see it in the biomed area.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the patient's temperature of 36c was below the target of 37c during normothermia therapy. The complainant stated that the water temperature was not warming up to get the patient to the target temperature. She stated that she put the device in manual mode set to 42c and waited 30 minutes, but the water temperature never got to 42c. She then swapped the device for sn: (B)(4) and sent the intial device to biomed, but the issue was not resolved. Per troubleshooting with ms&s, the patient was an infant weighing 5.5kg with one universal pad in place. The flow rate was 0.5l/min, target temperature was 37c, and the patient temperature was 36.7c. The nurse was advised that for best results they should use two small universal pads; however, they did not have any in stock. The nurse was then advised to hook up a second universal pad and place under the infant to help to increase the flow rate, since the machine has to work harder if the flow rate is not adequate. Per follow up with nurse (B)(6) via phone on (B)(6) 2018, the patient had reached target temperature and completed therapy with no further issues. She stated that they did not have to add a second pad. Per follow up with biomed (B)(6) via phone on 03oct2018, there was no work order open for the device and he did not see it in the biomed area.